Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited post-sensed t wave oversensing resulting in false positive atrial fibrillation (af) detection. No changes or interventions were reported; the icm will continue to be monitored. The patient was in stable condition.